Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported false positive results in association with the bact/alert 3d control module. The results were reported to the physician and used in treatment decisions. Biomérieux investigation was conducted. Based on review of the log files associated with corresponding bottles, the false positives were caused by loading multiple bottles in the same rack and temperature effects due to unloading. Instructions for use indicate that large numbers of bottles loaded or unloaded at the same time, or in the same area, can cause heat loss within the racks and can trigger acceleration or rate algorithms to erroneously flag positive. The customer is instructed to keep the loading and unloading times to two minutes and 15 minutes, respectively, and to load bottles into various racks during a single loading session. In addition, the user manual supplement - 514777-1en1 - bactlink external specification for bactalert systems states, "because the bact/alert systems are strictly for screening, positive results are always reported as preliminary results to the lis. Positive results require laboratory personnel to perform gram stains (or other smear examination) and subcultures to confirm the presence of microorganisms. Positive results should never be reported as final by the lis until after confirmation has been performed. Bact/alert systems report unloaded negative results as final results." The investigation concluded the user acted outside the instructions for use.

Event description:
A customer in the united states notified biomerieux of discrepant results associated with bact/alert&#59395;control module pkgd 3d (ref 210147). The customer reported the bact/alert&#59397;erroneously produced false positive results. As a result, one (1) patient, seen in the emergency room, was admitted and treated with antibiotics after the results were communicated to the physician. No additional information regarding the outcome of the patient was provided by the customer. An internal biomerieux investigation will be initiated.